Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while placing the catheter through the needle, the catheter broke, leaving the tip in the patient. The patient's status was okay.